Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was referring to the revision procedure which occurred on (B)(6) 2016 wherein the patient was having loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the ipg, leads, anchors and splitter were replaced per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.